Manufacturer narrative:
No review of manufacturing data could be performed as the list of devices and lot numbers were not communicated. The review of the internal vigilance database shows a total of 6 incidents related to post-operative pain with anatomic prothesis (cemented or cementless). The occurrence is rare (based on anatomic femoral component global sales between august 2020 and september 2025). It was noted that 4 incidents were reported by only another one healthcare facility. The analysis of the patient file recorded during the clinical monitoring performed by the surgeon show that the patient have irreducible flessum. The patient file doesn't reveal any other element which could explain the postoperative pain 8 months after the implantation. Without explants, batch numbers and reference numbers, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the post-operative pain and irreductible flessum cannot be explained and remains unknown.

Event description:
Unexplained pain on anatomic tka, 8 months after the implantation. The incident was detected during the patient clinical monitoring by the surgeon. Implantation performed on (B)(6) 2023. Involved device: anatomic tibial base plate for fixed bearing insert cemented size 3, (reference: 1-0204903, lot number: unknown). Anatomic posterior stabilized femoral component cementless - ha coated size 4 left (reference: 1-0204404, lot number: unknown). Anatomic fixed bearing insert size 3 thickness 10 mm (reference: 1-0204730, lot number: unknown) extension stem for total knee prosthesis ø 10 mm lg 75 mm (reference: 1-0200710, lot number: unknown) resurfacing patellar implant cemented ø 36 mm (reference: 1-0200836, lot number: unknown).